Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens and the lens tore. The incision was enlarged slightly and the lens was cut into pieces to remove from the patient's eye. Another same model lens was implanted. Sutures were not required.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn. Pieces of both haptics were torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.